Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the drill bit broke. The piece that broke off the device was received. The probable root cause for the reported failure involving this device could be due to user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the doctor was drilling and the end of the drill broke inside the patient. He used graspers and retried the broken pieces.

Event description:
It was reported that the doctor was drilling and the end of the drill broke inside the patient. He used graspers and retried the broken pieces.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.